Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The customer did not recall the blood glucose reading at the time. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The displacement test and manual prime were successful without a recurrence of the alarm. The customer had a high blood glucose reading of 600 mg/dl and corrected with a bolus.